Event description:
It was reported that the insulin pump had cracks on the opposite end of the battery compartment after it had been dropped. The blood glucose reading was 200 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and belt clip slot. The device was received with a piece of the end cap broken off. The unit was also received with a cracked case at the display window corners. The unit was received with minor scratches on the lcd window and reservoir tube window.